Event description:
During a wound debridement in surgery, the 3 liter bag and tubing was connected to the versajet and when the physician tried to use the device it popped apart. The device was removed, a new device obtained and the surgery continued without incident, no harm to the patient. The device was given to supply chain to reach out to the manufacturer regarding the event.